Event description:
It was reported that lead noise was observed on the rv lead. Patient was asymptomatic. Noise was not reproducible in the clinic. All lead measurements were in range. There were no inappropriate shocks or pacing inhibition due to the noise. Lead was capped on (B)(6) 2017 and a new lead was implanted. Procedure was successful.